Event description:
A nurse reported that pt, with a history of dementia, may have mistakenly ingested efferdent tablets-formulation unspecified (potassium monopersulfate, sodium perborate monohydrate) for several weeks in jun-02, thinking they were tums. On the day of the event, the pt complained of stomach pain and a "gurgling" sound could be heard from pt's abdomen. Pt was taken to the emergency room a total of 4 times, the last being on two days prior to the event. Unspecified lab tests were performed during pt's e.r. Visits with normal results. During two emergency room visits pt was treated with intravenous reglan (metaclopramide). As of jun-02, pt is taking carafate (sucralfate) for stomach pain and the event has not yet resolved. It is unknown if ingestion of efferdent was stopped.